Event description:
It was reported that the customer's insulin pump alarmed with no delivery during manual prime. The tubing could not be filled manually. The no delivery alarm occurred again during manual prime. The customer was advised to change infusion set and reservoir. The customer reportedly stated the reservoir o-ring seemed bigger than normal and it was difficult to fill the reservoir. Customer was reportedly going to try a reservoir from a different lot. The customer's blood glucose was 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-55017. (B)(4).